Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2015. The fse found sticky actuators on three way pinch valve vl53a, causing fluid to leak from fittings. The fse cleaned the actuator at vl53a, which fixed the leak. He also found a leak at the diff (cvl85/126) and retic (cvl87/127) shear valves. He could not confirm the exact location of the leak; therefore, he replaced both cvl85/126 and cvl87/127 shear valves and associated tubing, which fixed the leak. The fse also found debris in the white blood cell (wbc) apertures. He bleached and cleaned the wbc apertures, which fixed the problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a diluent fluid leak of unspecified volume from a coulter lh 780 hematology analyzer during instrument startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.